Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) bopt5410, (3i t3 tapered implant 5/4 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. The implants had debris on its external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2020021263. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020021263 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus and dental : medical : infection. Based on the investigation and risk management file review , the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for implant infection have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that patient complaints of pain in sinus after sinus elevation and placement of implants at tooth sites #26 & #25, implants were then removed due to sinus perforation and infection. New placement to follow early next year. Additional appointment required: not indicated.

Manufacturer narrative:
Zimvie complaint number (B)(4). Concomitant medical products bnpt4311, 3i t3 with dcd tapered implant 4/3 x 11.5mm lot 2022040334.